Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete. Patient information requested, pending customer response.

Event description:
The customer reported a vent inop condition while the device was in use. No patient harm was reported.

Manufacturer narrative:
Patient information was requested, but not provided. The manufacturer's field service engineer was unable to duplicate the reported problem. The unit powered on and operated correctly in normal ventilation mode. The manufacturer's field service engineer performed a complete a performance verification test and all tests passed. There were no parts replaced.

Event description:
The customer reported a vent inop condition while the device was in use. No patient harm was reported.